Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella 5.5 with smartassist for use during cardiogenic shock & cp with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The user facility reported a 66 year-old male patient with acute myocardial infarction and cardiogenic shock was implanted with an impella device for mechanical circulatory support. While on support, the patient developed right limb ischemia. Consultation with vascular surgery determined that some degree of amputation was inevitable due to the right leg becoming septic as well. The patient was placed on ecpella, and the right leg's access site was placed on ice. Due to the patient being on ecpella, vascular surgery was no longer able to intervene. The patient eventually expired. There is not enough information to exclude the use of the device with the patient outcome.

Manufacturer narrative:
The investigation into the limb ischemia ¿ irreversible, infection/sepsis, and the renal failure issue has been completed since the original report was submitted. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined. Because this evidence has not been provided, the root cause of the infection cannot be determined. The root cause of the renal failure cannot be determined since the product was not returned and insufficient clinical details were provided. Impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ in accordance with updated procedures, sections g3 and h10 have been revised from the initial submission.